Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zta g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: endoleak type 3. Hole in the graft as per CT. Postoperative CT scan shows an endoleak type 3. Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: a type 3 endoleak observed on postoperative CT is reported in this complaint. It is reported in this complaint that on (B)(6) 2018 two zta devices were implanted. First, a zta-p-36-161 (complaint device) was implanted in the patient. A zdeg was attempted advanced, but removed and not implanted into the patient. A zta-p-36-209 was then implanted as the second device. A post-operative CT scan was taken on (B)(6) 2018. It is stated in the complaint file: "hole in the graft as per CT." It is also stated that after the procedure at (B)(6) 2018 the CT scan shows a type 3a endoleak. Following, the patient underwent a CT scan on (B)(6) 2019, and that CT scan showed no endoleak. No adverse effects to the patient due to the occurrence has been reported, and the patient did not require any additional procedures. This complaint is related to (B)(4), which was opened to address advancement difficulties of the zdeg-pt-38-204-pf. The current complaint is also related to pr251925 addressing endoleak related to the second zta implanted (zta-p-36-209). From the provided information it was unclear which suptype (a/b) the type 3 endoleak represented. It was also unclear which of the zta devices were involved, why two complaints were opened. A three phase cta performed (B)(6) 2018 along wih two-month post implantation cta from (B)(6) 2019 was provided for the investigation and reviewed. As per the imaging review, a type ill endoleak through a fabric hole of the second implanted zta-p-36-209 was confirmed, while imaging of the reported zdeg-pt-38-204-pf advancement difficulties was not provided. With regards to the current complaint device it was stated in the imaging review: "the zta-p-36-161 was normal and uninvolved with either complaint.". As per findings of the imaging reviewer related to imaging of (B)(6) 2018: - "an endoleak extended through the zta-p-36-209 fabric just as it exited the more proximal zta-p-36-161." ... "Although the hole was 3mm in diameter, a density difference of 30 hounsfield units indicates that hole is likely smaller than 3mm but significantly larger than would be expected for a suture hole endoleak. " from the imaging of 01feb2019 it was noted: "at two months, the endoleak completely resolved. ..." The complaint of endoleak related to the complaint device (zta-p-36-161) is not confirmed based on review of the imaging provided. The complaint device was observed from the post-operative CT-imaging from 17dec2018 to be normal and uninvolved with the type 3 endoleak, which was instead observed on the zta-p-36-209 (pr251925). No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25apr2019: the indication for this intervention was a type b dissection.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# exemption number (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 21feb2019: the patient got a CT scan at (B)(6) 2019. The CT scan shows no endoleak now.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 15jan2019: postoperative CT scan shows a endoleak type 3, first zta-p-36-161, the zdeg did not pass the vessel because of calcification, then the physician took out his device and put in the zta-p-36-209 as the 2. Device. Implantation was at 11dec18, CT scan was at 17dec18.